Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed resolving the issue. Additionally it was reported that the customer experienced an elevated blood glucose (bg) level; cause was unknown. Bg value was not provided. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.